Event description:
Boston scientific pulse generator (B)(6) experienced terrible pain for nine months. On the 9th month it was determined the unit had to be taken out upon taking out the unit surgeon states the generator of the device was filling with patient's blood due to faulty screw in device pulse generator. On (B)(6) 2017 an ICD made by boston scientific was placed upon my chest. I have no body fat there is no mandated way to place the device. After nine months of continual pain and pain near heart every time the ICD paced it was determined the device had to be removed and placed in another spot. Upon removal of the device it was determined the device was defective as the screws were loose, thus patient's blood was getting into generator and was in generator of the device. The patient should not have had the device placed in the shoulder area, boston scientific should have a guideline that if a person is incredibly small perhaps this device needs to be placed inside of body. More importantly the danger and risk that this device brought to the patient to find out the reason for the pain was because of the device generator filling with blood could have had deadly results not just pain and suffering of the patient being me, (B)(6).